Manufacturer narrative:
Abbott has identified instability of the architect intact pth calibrators to be a major contributor to the observed increase in patient sample values. Reduced expiration dating has been implemented to address the issue. Architect intact pth controls are manufactured from the same matrix material as the calibrators. Therefore, both architect intact pth calibrators and controls will have a reduced expiration dating.

Manufacturer narrative:
The date of event, has been added.

Event description:
The customer stated that an elevated architect ipth result of 178 pg/ml was generated. The reference lab reported a result of 17.1 pg/ml (arup reference range upper limit is 65). There was no report of impact to patient management.

Manufacturer narrative:
Because the lot number used was not identified, historical testing was reviewed to represent the performance of the product. Accuracy testing was completed using file samples of reagent lots 02112e000 and 01212g000. The testing passed. A study was reviewed "performance characteristics of six intact parathyroid hormone assays". This study looked at the performance characteristics of 6 intact parathyroid hormone assays, including the architect which was the comparison method. For method comparison, serum and edta plasma samples were tested by all methods. Overall the study found good correlation for all methods, but did indicate there was significant bias between methods. The study also concluded that there are many factors that potentially influence variability for pth measurements, including the method used, pth source (synthetic vs. Endogenous), population evaluated, vitamin d status, preanalytic variables such as sample matrix, and storage time and temperature. The study assessed some of these factors that can produce variability and confirmed that there is variability between pth assays. In conclusion the study indicated that standardization efforts are warranted and assay-specific decision limits are required. Customer complaint data was reviewed and no adverse trends were identified. The architect intact pth assay package insert was reviewed and was found to adequately address the issue. The customer was referred to the limitations of the procedure and the expected values sections of the package insert. Based on the investigation it was determined that the architect intact pth assay is performing as intended. The investigation did not identify a malfunction or a product deficiency.

Manufacturer narrative:
Abbott has confirmed that a performance shift in the architect intact pth assay has the potential to generate falsely elevated results on patient samples. A product recall has been issued and an investigation is ongoing to identify the cause of the issue. A follow up report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.